Event description:
This is a report of tubing that leaked at the beginning of pre-filling. The nurse noticed that the tubing was cut. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Samples were not available for evaluation therefore the assignable cause could not be determined. However photographs were received and analysis of the photos confirmed a cut on the tubing. The lot number is not known; therefore a batch review cannot be performed. (B)(4).